Event description:
Report received from USA stating that the device was "not working properly". It is unk that the device was not used in surgery. It is not known if pt/user injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).